Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-08 (B)(6) (rep, con): a friend/family member reported that the patient's controller was not working. They explained that the controller would work and would charge from the ac power supply without the battery pack inserted, but the controller wouldn't do anything when the battery pack was inserted in the controller. The caller didn't see any damage to the controller. The caller also reported seeing a memory problem data has been lost message. The meaning of this screen was reviewed with the caller and advised that the date and time be set. The caller stated they had done this a few times. They then stated they saw the finished setup is complete, next screen. The agent then had the caller put the battery pack back in the controller while it was still connected to the ac power supply and they confirmed the green light was flashing. Both the ins and controller charges were at 100%. The agent asked for clarification regarding what the patient was doing when they were experiencing the controller issues. They explained that the controller seemed to be working part of the ins, further clarified to mean that part of the therapy went to the pt's legs and part of the therapy went to their back, but the pt was not feeling the stimulation in their back. It was reviewed that the controller was working as intended, and reprogramming may be needed to address the loss of stimulation to their back. They were redirected to see their doctor and a rep for reprogramming. The event date for the loss of stimulation to the back was reported to be about 3-4 days prior. The pt also reported they had spoken with a rep the day prior. The rep was contacted and they responded stating they were not made aware of any incomplete therapy. The pt had only mentioned the memory problem issue with their controller. An additional call was made to the rep and the patient on (B)(6) 2024. At the time of this call, the pt was recharging the ins. They stated that in the morning of (B)(6) 2024, both devices had a charge of 100%, but the controller charge was going down and the ins was not increasing. The pt reviewed that the controller charge was at 50% charge and the ins charge was at 100% with excellent recharge quality. The agent told the pt that since the ins was fully charged, they should stop charging the ins and advised the pt to charge the controller from the ac power supply. The pt confirmed that the memory problem message was no longer appearing. The pt confirmed that therapy was working in their legs, but not in their back; their back was still hurting. The pt was redirected to their doctor to schedule an appointment with a rep for reprogramming. The pt said they would call their doctor.